Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to boot up. It was further noted that the lower case and analyzer bay had some contamination. The personal computer memory card international association (pcmcia) card slot was found to have a broken eject button and the handle covers were found to be cracked. The stylus and power cord were noted to be missing. The hard drive was reconfigured and software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.